Event description:
It was reported that a 350mm mouiel bipolar forcep was sent in with the request to be repaired. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
(B)(4). Device was returned to medtronic¿s international manufacturing site for evaluation and repair. The investigation report found the device showed evidence of heat damage (burn/charred/blackened/electrical arc)...the black plastic part of the instrument was found burnt at the connection and is the consequence of the formation of an electric arc probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). The device also failed electrical tests. This device is used for therapeutic purposes.